Manufacturer narrative:
Medtronic received the following information from a journal article entitled: impact of suprarenal neck angulation on endovascular aneurysm repair outcomes. Mathlouthi a, locham s, dakour-aridi h, black j, malas b h. Journal of vascular surgery 2020;71:1900-6. Https://doi.org/10.1016/j.jvs.2019.08.250. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted in the endovascular treatment of abdominal aortic aneurysms. 10 of these patients had severely angulated supra-renal aortic necks of >60 degrees and 84 patients with non-angulated supra-renal aortic necks =60 degrees had an evar procedure with an endurant stent graft. Endoanchors were also implanted in patients in the non-angulated group. The following malfunctions were observed: type ia endoleak migration the following adverse events were observed: rupture occlusion patient deaths were also reported but there was no causal link that the endurant or endoanchor devices caused or contributed to these deaths.

Manufacturer narrative:
It was reported that the aneurysm and non-aneurysmal related mortality in the article was not linked to a particular device as per the physician. If information is provided in the future, a supplemental report will be issued.